Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information provided indicated that although the patient was stable overnight post valve implant, the patient hemodynamically decompensated and expired the following day.  None of the physicians were able to explain the exact cause of the death.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient.   Per the instructions for use (IFU), coronary flow obstruction or cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures are potential adverse events associated with the tavr procedure.   The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).      There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication.   The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.   The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic rupture is unknown but may be due procedure factors (manipulation of devices).  Per report, the aortic rupture was the cause of the reduced the flow to the left coronary ostium.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during valve in valve (sapien 3 in 23mm sapien 3) tavr procedure, a small tear in the stj was observed, which reduced the flow to the left coronary ostium.  A pci was attempted but was not successful and the patient was managed medically.    One year and six months post implant of a 23mm sapien 3 valve, the patient found to have a peak gradient 72mmh by echo and a mean gradient of 38mmhg by angio. The decision was made to post-dilate the valve.  It should be noted that at the time of valve implantation, the valve was reported to have been ¿under expanded.¿  the patient was at high risk for annular rupture and therefore a conservative strategy was decided upon.  During the bav, the valve under expansion was remediated, however, it created severe aortic valve regurgitation and hemodynamic instability.  A valve in valve using a sapien 3 valve was urgently performed.  After valve deployment, a small tear in the stj (bordering the left coronary cusp) was observed, which reduced flow to the left coronary ostium.  Due to the patient¿s previous coronary graft to the lad and the new reduction of flow to the left coronary, a pci was attempted but was not successful.  The aortic tear was not progressing and the patient was not a candidate for open heart surgery, therefore it was decided to medically manage the patient as the coronary artery maintained flow.  The patient was noted to be hemodynamically stable after the procedure.   Note: this event description pertains to the coronary occlusion and aortic rupture.